Manufacturer narrative:
On 12/02/2014 followup: customer indicated that no further occlusion alarms had occurred. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.